Event description:
Complainant alleged that after delivering two shocks to a male pt with paddles, on the third attempt the device displayed a "check paddle placement" message and would not clear. The medics then used electrodes and were able to deliver therapy. Complainant indicated that the pt subsequently expired.